Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient faced infusion set tubing came apart while sitting event on (B)(6) 2026. The location of detachment is at quick release. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).